Manufacturer narrative:
The insulin pump had no button error alarm noted during testing. The device had unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The customer states the insulin pump was exposed to insulin due to leak from reservoir. The customer states the reservoir leak is past 2nd o-ring which caused the pump to be exposed to moisture. The customer states the buttons are also not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.